Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It is reported that the patient presented with knee pain two years after primary total knee surgery. X-rays depicted what appeared to be a bent tibial component. During the revision surgery, it was discovered that the component had cracked and broken in two pieces.